Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the insertable cardiac monitor exhibited a false pause episode due to undersensing. It was suspected that the cause was due to loss of contact. No intervention was performed. The patient would be continued to be monitored.

Manufacturer narrative:
Correction: date of birth.